Event description:
A patient was infiltrated with approximately 1000 cc of tpn when connected to a 6060 pump. The patient had a jugular central line placed at the va, and the tpn was started. The pump was programmed to infuse 2000 ml over 12 hours, starting at approximately 9:30-10:00 pm. At approximately 3:00 am in 2002, the patient complained of feeling full, and was taken to the ER. Tpn was found in the pt's left chest wall and their left post-thorax. The patient was admitted to the ER 3 days. An assessment was made that the edema was resorbing and there was no redness. Per the reporter, there were no untoward effects to the infiltration.